Manufacturer narrative:
Additional suspect medical device component involved in the event: model number/catalog number: sc-2408-56, serial number: (B)(6), batch/lot number: 20873237, model/catalog description: avista MRI perc lead kit 56 cm, unique identifier (UDI) #: (B)(4). Model number/catalog number: sc-2408-56, serial number: (B)(6), batch/lot number: 20873237, model/catalog description: avista MRI perc lead kit 56 cm, unique identifier (UDI) #: (B)(4).

Event description:
It was reported that the patient underwent spinal cord stimulation (scs) explant procedure due to an unknown reason.